Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Clinical study. It was reported that after a coronary artery stenting procedure, the patient experienced in-stent restenosis and required a target vessel reintervention (tvr). The lesion being treated was a 2.75m, 100% stenosed, 32.0mm long portion of the proximal left anterior descending (prox lad). Pre-dilatation was performed with a 2.0x20mm balloon at (10atms). The physician then successfully placed a 2.75x32mm taxus express2 stent at (16atm). The lesion was post-dilated using a 2.75x20mm balloon at (24atms) ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. The patient was discharged 12 days later. Three hundred sixty six days after the index procedure, at the 1 year follow-up, in-stent restenosis was confirmed. Fourteen days later, re-intervention was performed. The lesion was 90% stenosed, blood vessel diameter was 3.0mm and lesion length was 10.0mm. Ballooning was performed, residual stenosis became 0%. The patient was discharged the next day on plavix and aspirin.